Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had unexpected restart after inserting new battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer asked verbally and in written form to return broken insulin pump for analysis. The insulin pump will not be returned for analysis.